Manufacturer narrative:
The reason for this second revision surgery was due to dislocation. The previous surgery and the revision detailed in this investigation occurred over 8 months and 2 weeks apart. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the pathology department and not made available to djo surgical for examination. There was a 2 non-conforming material reports (ncmrs) associated with the main part. First ncmr#43586 associated with the main part #508-36-101, glenoid, head w/retaining screw, rsp, 36 mm , neutral which documents a nonconformance that out of 15 quantities lot, 1 part was rejected due to tool marks appeared on rim and this part was sent to rework. The part was accepted after handling suitable operations. Second ncmr#43134 associated in the same part which documents a nonconformance that out of 15 quantities lot, 9 part was rejected due to tool marks appeared inside the notches and it's a visual defect only. So that all the parts were accepted after handling suitable operations. All other items in the lot were met with design and manufacturing requirements. The device and its applicable concomitant devices were within their respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. Agent has clearly mentioned that, "dislocated. It's the 3rd time the patient fell and the surgeon didn't want to leave her without the implants, that's why he converted her to a hemi". It seems that the event may have possibly occurred due to lack of post-operative care, improper implant selection, patient non compliance, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient having dislocated. It's the 3rd time the patient fell and the surgeon didn't want to leave her without the implants, so he converted her to a hemi.